Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges patient suffers from toxic cobalt chromium metal ions, pain, discomfort, inflammation, and disarticulation. Update 1/4/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported patient had knee and back pain from compensating for hip, metallosis at revision, anxiety, depression, loss of enjoyment with inability to walk related to pain. Medical records reported that during the primary surgery there was a 2.5cm calcar fracture related to surgeon attempting reduction of hip with traction table after permanent components had been placed. The surgeon stated he heard the bone "crack" when he used the table attempting the reduction.the fracture was repaired with cerclage wire. A radiograph reported the acetabular component was loose and had rotated completely the revision surgical report noted dislocation, a broken screw, metal wear debris, and necrotic muscle. Medical records and pfs reported right hip, doi and dor, these will be updated. Lot for stem still remains unknown. The cup and screw will be added to the complaint. Part/lot updated. The complaint was updated on: jan 22, 2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified one other report against the screw and no other related reports against the remaining product/lot code combinations. Review of the screw device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records were reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf has no new allegations. After review of medical records, patient was revised to address necrosis. Operative records reported there was a large amount of soft tissue with a very thickened capsule. Revision notes reported there was necrotic muscle around the reflected head of the rectus. The capsule was necrotic from metal wear debris. There was about 50 cc of milky metal on metal wear debris fluid oozing from the joint.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected:h6(device codes). Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot = null. Device history batch = null. Device history review = null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.